Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for transmitter failure. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/31/2016 and did not confirm the reported event of receiver error message for transmitter failure.